Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they were unable to get out of the rewind process while trying to fill the reservoir. The customer reported a compromised force sensor system alarm. The customer's blood sugar is unknown. The insulin pump will be returning.

Manufacturer narrative:
Compromised force sensor system alarm during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.